Manufacturer narrative:
Corrected to: the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -11.0/1.5/170 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting without rotation. Intraoperatively the lens was removed and replaced with a same length lens. Reportedly, "the first ticl is in the vertical position." The problem was resolved. The cause of the event was reported as unknown." In the initial MDR. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -11.0/1.5/170 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting with rotation. Intraoperatively the lens was removed and replaced with a longer length lens. Reportedly, "the first ticl is in the vertical position." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry with residue/debrs in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).